Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button after it has been exposed to a change in altitude. Customer also reported that the insulin pump went totally blank after the battery cap has been removed and reinstalled without removing the battery. The customer was advised that the insulin pump is being replaced. Customer stated that she will change the battery first and call back it that does not work. Insulin pump is not expected to return for analysis.